Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Performed visual inspection and found 2nd o-ring out of groove.

Event description:
The customer reported via phone call that the insulin pump had insulin leaking out past the second o-ring. Blood glucose level at the time of the incident was 147 mg/dl. The customer stated that the leak occurred while filling the reservoir. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.